Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received for investigation. It is stated that the floating mass transducer (fmt) was sitting in the wrong position.

Manufacturer narrative:
As per additional information this event is a duplicate which has been previously reported under the MFR report number: 9710014-2024-00395 therefore, the report with the MFR report number "9710014-2024-00504" will be cancelled. Further information related to device vorp 503 sn 01541 will be provided with the MFR report number "9710014-2024-00395".

Event description:
The device was received for investigation. It is stated that the floating mass transducer (fmt) was sitting in the wrong position. As per additional information this event is a duplicate which has been previously reported under the MFR report number: 9710014-2024-00395 therefore, the report with the MFR report number "9710014-2024-00504" will be cancelled.